Event description:
Info received that the casters would swivel when brake is set. No injury reported.

Manufacturer narrative:
Technician located the bed in basement. Found casters would swivel when in brake mode. Replaced the casters to resolve this issue.